Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen® gts event described as the patient received a xen gel stent implant from their doctor, but after approximately three weeks, they returned to the clinic because the stent had protruded and required removal. The doctor suspected that the stent extrusion may have been related to endophthalmitis, which is an eye infection, but it is not certain whether this was the cause of the issue.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported the event was against left side. Patient was referred to retina culture and removed xen stent. Event of endophthalmitis was eroded through conjunctiva. The device has been discarded. Symptoms ongoing.